Manufacturer narrative:
Reported event: an event regarding wear¿involving an accolade stem¿was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review:no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of a CAPA. The exact cause of the event could not be determined because insufficient information was provided.¿ additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to pain. Intra-operatively, head wear at the superior part of the trunnion interface was noted. The trunnion had minimal wear. The femoral head and liner were revised to a ceramic head and sleeve with another liner. Rep confirmed there were no allegations against the liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient's left hip was revised due to pain. Intra-operatively, head wear at the superior part of the trunnion interface was noted. The trunnion had minimal wear. The femoral head and liner were revised to a ceramic head and sleeve with another liner. Rep confirmed there were no allegations against the liner.